Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. No harm requiring medical intervention was reported. Customer stated that drive support cap was normal. Customer stated the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that they did not able to read the serial number on the back of the insulin pump or in the screen, that she did have a pink insulin pump and had problems with it and was send the smoke colored insulin pump. Caller was not able to exit the rewind mode. The device will be returned for analysis.

Manufacturer narrative:
Device received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind and missing segment/partial display due to motor error alarms.